Event description:
In 2004, the pt reportedly was seen at the center for eval. External equipment was exchanged. Testing performed revealed a change in impedance values. Programming changes were made. In 2004, the pt reportedly experienced sound percept probelms and a decrease in performance. The pt was seen at the center for eval. Testing performed revealed that impedances were within normal range. Programming adjustments were made. However, there was not an improvement in pt's performance. A month later, the pt was seen by a co rep. Testing performed confirmed that the device was functioning. However, intermittent contact on four electrodes in one programming strategy was observed. The recommendation was made to schedule explant surgery. The pt's c1 device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.